Manufacturer narrative:
(B)(4).

Event description:
It was reported there was high impedance on the lead during implant at the 0 contact which was found through utilization of the external implantable neurostimulator (ins) against the clinician programmer. The cause of the issue was not determined and the lead was never implanted. It was replaced with the same type of lead and the procedure was completed. The patient status at the time of report was unable to be obtained and it was unknown if there were any patient symptoms or complications associated with the event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu _ens_stimulator, serial # unknown, product type external neurostimulator. (B)(4). Analysis of the lead (lot #va0vcxq) found no significant anomaly; the lead body conductor was crushed. The lead was good electrically but the conductors were slightly crushed at 11.1cm from the proximal end.